Manufacturer narrative:
Insulin pump was received no button response due to lcd unlock keypad connector.

Event description:
The customer reported via phone call that the insulin pump's up arrow button was not working. The customer changed the battery but the button was still unresponsive. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.